Event description:
It was reported that the device was removed from service due to normal battery depletion. The device subsequently tested out of specification at the manufacturer. No patient complications have been reported since the device was removed from service.